Manufacturer narrative:
(B)(4). Batch #826a85. Investigation summary the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample revealed that the ec60a device was returned with no apparent damage and with one ecr60b reload loaded on the device. The reload was received partially fired 1/4. The returned device and reload were tested for functionality in the straight position by resetting and reloading it into the device. The device achieved its complete firing sequence without any difficulties. The cut line were complete. There was one staple missing from the staple line, however the remaining staples meet the staple form release criteria. The partially fired is consistent with an incomplete or interrupted cycle. Please reference the instruction for use for more information. Although no conclusion could be reach on the cause of the missing staple. It should be noted that all devices are inspected 100% for staple presence by an automated vision system and are visually inspected 100% as a final check. In addition, at finished goods the devices are visually inspected based on a sample and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. A manufacturing record evaluation was performed for the finished device lot and batch number, and no non-conformance's were identified.

Event description:
It was reported that during the surgery, could not fire. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.